Event description:
Possible, but not verified, ventilator malfunction, while in use on adult pt. Pt expired some days later. A nurse responded to a central monitor cardiac alarm (not connected with respiratory unit), and called the respiratory tech who was nearby. The tech described unit not cycling to provide respiration, pt was manually bagged. Ventilator subsequently passed all function tests, was cleared by MFR for pt use. It continued to work well. Either the unit experienced an extremely rare one-time-only failure, or some outside source interferred with unit settings/power.